Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level was 140 mg/dl. Reportedly, pump was exposed to humidity prior to the alarm occurring. It was indicated that the alarm was cleared and the was able to resume insulin delivery.